Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the endo scrub sheath broken before using (when opened) and no damage on the package. Also the blade was used normally for some time for about 30 minutes and tip was broken and tip fall into the table( not into the patient ). The procedure was completed with backup product. There was no patient impact. There are no issues with rest of the four products in the pack.